Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was caused by a failure of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that failure of the video cable connectors resulted in no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was abnormal from the video processor. The issue was found during preparation for a diagnostic gastroscopy procedure. The patient was no under anesthesia and there was no delay in procedure. The procedure was completed using same set of devices. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was no image upon shaking the loose video connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.